Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One tr band was returned for evaluation. The sample was subject to visual analysis. No visual damage or defects were noted on the balloons or band. There is 2ml of air left in the balloon assembly. The sample was subject to leak testing. Approximately 18ml of air was injected into the balloon assembly and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the seal around the inflation balloon and check valve. The sample failed leak testing. The sample was placed under the microscope to get a better look at the location of the leak. Upon visual analysis there is an incomplete seal between the check valve and inflation balloon. The complaint can be confirmed for deflation issues. The cause is an incomplete seal around the check valve and inflation balloon assembly. The ops quality engineer (qe) was notified, and non-conformances (nc) was initiated for this issue. Nc will contain root cause analysis and corrective actions. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Event description:
The user facility reported that the patient was brought back to cvpr with a tr band on and the pillow had 17 ml of air in it. Soon after arriving, they heard the patient call out, therefore they went to check on the patient and the tr band had not held air and there was blood everywhere. The procedure was a diagnostic heart catheterization, no grafts. The estimated blood loss was less than 250cc's. Additional information was received on 22 may 2023: 17ml's of air were injected into the tr band when it was applied. Twenty (20) minutes after the band was applied it started to deflate. Prior to the device being stored in the procedure room, it was kept inside it's box in a central supply area. Manual pressure applied until a 2nd tr band was placed. The patient was stable and discharged the same day. The patient had bleeding and hematoma. There was post manual pressure and hematoma bruising.

Manufacturer narrative:
Patient identifier: requested, not provided due to account policy. Age & date of birth: requested, not provided due to account policy. Patient sex: requested, not provided due to account policy. Weight: requested, not provided due to account policy. Ethnicity: requested, not provided due to account policy. Race: requested, not provided due to account policy. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: x-ray tech. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.